Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after the implant, the patient experienced pain, nausea, adhesions, and hardened mesh in floor of inguinal canal. Post-operative patient treatment included revision surgery and ilioinguinal neurectomy.